Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient revised for dislocation.

Manufacturer narrative:
A specific root cause could not be found. The manufacturer determined that the discrepant results may be due to minor instrument issues being solved by service actions, foam on system reagent as well as electromagnetic interference.

Event description:
Customer alleged a false positive troponin t result on the elecsys 2010 rack system. Initial troponin t = less than 0.010 ug/l repeat #1 troponin t = 0.082 ug/l repeat #2 troponin t = less than 0.010 ug/l initial and repeat testing were performed on the same analyzer. Troponin t stat gen 4 reagent lot # = 157219 no information regarding patient status or treatment was provided. During instrument verification, the service engineer checked the pinch tubing fittings and replaced the pinch tubing. Performance checks were performed and no abnormalities were found. The investigation is ongoing.